Manufacturer narrative:
Chamberlain technologies was notified by medical murray, approved contract manufacturer, that MDR report (mw5115459) was received by the FDA on 23-mar-2023 for a potential adverse event reported by a healthcare facility to the FDA on 01-mar-2023. Per MDR report, a serious injury was reported on (B)(6) 2023 (incident date) where a surgimesh (lot # z2459018c) placed in 2021 was explanted on (B)(6) 2023. Initial reporter (nurse) reported an unspecified infection (1930); use of device problem (1930). The device was not returned for evaluation. An event history review was performed for the lot # (z2459018c) where the lot history record (lhr) record was reviewed and determined that the lot was manufactured per specification. In addition, a review of complaints for specific catalog number (tintra ok-1522) concluded that no other events or complaints have been reported for this lot (z2459018c). Investigation findings is no device problem found (213), cause not established (4315). If additional information is received, it will be evaluated to determine if a follow-up report is required.

Event description:
An MDR report # mw5115459 was received by supplier/manufacturing partner medical murray from FDA, and submitted to chamberlain technologies' distributor (B)(4) on 23-mar-2023. The description of the MDR stated "surgimesh placed on (B)(6) 2021, infection identified (B)(6) 2021. 1 year treatment with infectious disease, surgeon, antibiotic therapy. Meshed was removed (B)(6) 2023. CT(computed tomography) abdomen: large abdominal wall fluid collection underlying the surgical mesh. Measuring 5.9 x 10.2 approximately. Drain placed" mesh was explanted on (B)(6) 2023.